Event description:
Customer reported to beckman coulter, inc (bec) that there was a clear liquid leak around the piercing needle assembly of the coulter lh 750 hematology analyzer (lh 750). Customer reported that the lh 750 was giving "vls diluent errors" (vent line sensor diluent errors). Customer reported the volume of the leak was less than 5 ml. Customer reported the leak was contained inside the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) troubleshot the issue with the customer via the telephone. The fse and the customer found the needle was leaking due to a plug in the aspiration pathway. The fse guided the customer in clearing the plug in the aspiration pathway with bleach solution.

Manufacturer narrative:
(B)(4).